Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 217 mg/dl. The customer stated that the up, down, and act buttons were not working. He also noted that the b button turned on the light. No significant events leading to the alarm were observed. The customer also stated that this had happened once before about 6 to 7 months ago. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.